Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g4, g7, h1, h2, h3, h6, h9, h10 . Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the dovetail feature is flared and compressed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to use error. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, after the femur and the tibia were implanted, the surgeon tried to implant the articular surface in place, but the articular surface would not seat properly. The medial part of the articular surface kept uprising and the surgeon could not seat the articular surface. Another device was used to complete the surgery.